Manufacturer narrative:
Upon completion of the investigation it was noted that the lot code provided was 674006. The production records for this lot were reviewed and no non-conformances were found. Upon review of the returned device, a hair was confirmed to be found inside of the outer package. The returned product was re-inspected and did not pass the visual and tappi inspection requirements. The tappi requirement states: ¿there shall be no loose particles or foreign matter in the flexible blister larger than .80 sq mm in any dimension and no more than five particles .25 sq mm or larger, measured with the transparent chart for estimation of defect size per tappi.¿ the foreign matter found was larger than .80 sq mm. The origin of the foreign matter could not be identified; therefore, the exact root cause could not be determined. The packaging process was reviewed. The tubing set is received from an outside vendor in a plastic bag. The operator folds the top of the bag behind the tubing set and places the bag into the formed package cavity (folded side down). One potential root cause could be the foreign matter was attached to the inner bag and fell into the outer package prior to sealing. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Foreign matter was noted in the package before use. The device was used with ji-2000. There were no surgical delay greater than 30 min and no adverse consequences to the patient.